Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the event. Did the device not feed a clip into the jaws? No information. Did device jaws not open as a result? Yes. Was device stuck on tissue when they would not open? No, the device was not use for the patient. Were the device jaws eventually opened? No.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after the trigger was grasped for feeding at the first firing. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # l90g48. The analysis results found that the instrument er320 was received with the trigger and the jaws closed. In an attempt to replicate the reported incident, the cycle was completed and the jaws would not open. The trigger was to be forced open and the jaws opened without any difficulties; however, no clips could be fed. The instrument was disassembled in order to evaluate the condition of the internal components and the trigger was noted to be broken. In addition, twenty clips were observed inside the shaft of the device. No conclusion could be reached as to how the damage at the trigger had occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.